Event description:
It was reported that non-physiologic sensing was seen on both atrial and ventricular egms, and pacing was inhibited secondary to noise. It was also reported that there was sensing difficulty, pauses noted on telemetry, and that the patient was having syncope. Efforts to recreate the noise were unsuccessful. The device and both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the outer insulation was breached due to environmental stress cracking (esc) and outer insulation noted to have white substance and cosmetic depression. The lead was stretched, and blood was noted on proximal conductor (not obstructed). The lead was returned in partial and analyzed. (B)(4): the outer insulation breached due to esc. The outer insulation had a cosmetic cut. The outer insulation was noted to have white substance and cosmetic depression. Blood was noted on helix mechanism (sleeve head). The lead was returned in partial segments and analyzed. (B)(4): no anomalies were found. Data collected from the device was analyzed and indicated oversensing. Ten non-sustained tachyarrhythmia sensed events of less than 220ms were recorded between (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
Product event summary: further analysis was performed. The outer insulation of the lead developed a breach due to a depression while in vivo.